Event description:
It was reported to boston scientific corporation that a protegen sling was implanted on (B)(6) 1998. According to the complainant, the patient experienced pain, vaginal discharge, mesh erosion, infections and an additional procedure for the removal of the mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 407035 could not be matched to the upn.